Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). An erroneous result was reported outside of the laboratory to a physician. Refer to the attachment for all patient data. The sample was initially tested on the customer's e170 analyzer. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a cobas 6000 e 601 module (e601) analyzer on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e170 analyzer was asked for, but not provided. The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer. Based on the provided information, a general reagent issue could most likely be excluded. The investigation was unable to find a definitive root cause.